Manufacturer narrative:
The pump was received with a blank display due to the corroded electronic assembly. The pump had a corroded motor home switch. The pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was out camping and when she went to bolus, the pump screen was blank. Customer tried to change the battery but it did not work. Customer's blood glucose was 178 mg/dl at the time of the incident and it was 285 mg/dl today. Customer has been off the pump for the last few days. Customer was using a (B)(4) battery. Troubleshooting was performed and the customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.